Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion was determined to be unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 5fr dual lumen powerpicc catheter. Use residue was observed on the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration without any occlusions. No kinks were observed in the catheter shaft. Microscopic inspection of the catheter shaft did not reveal any damage or deficiencies. The complaint of an occlusion was not discovered during evaluation; therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that one of the lumens is clogged. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that one of the lumens is clogged. There was no reported patient injury. No other information was provided.